Manufacturer narrative:
Product ID: 3093-28, lot# v508246, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the patient had chronic intermittent prostatitis. It was noted the patient experienced a burning and urgent feeling at tip of penis. It was reported the patient was prescribed bactrim and doxycycline for four weeks. It was noted the patient had a CT scan of abdomen and pelvis that came back negative. It was reported the patient was then prescribed doxycycline for one week. It was noted the event was ongoing.

Event description:
Additional information received reported that the outcome was resolved without sequelae.